Event description:
After returning home from an implantation of a new drug pump system, the pt reported vomiting after taking a sip of water. The pt also reported urinary retention along with no feeling in their pelvic region. The drug in the pt's pump was dilaudid (unknown concentration). The manufacturer representative reported that the pt's pump was placed on a "low pump dose" prior to being discharged form the hospital. The pt is scheduled to be seen by the hcp soon. Additional info has been requested from the hcp, but was not available at the time of this report.